Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The product support engineer determined that he customer was using an old revision of the service manual which make the tolerance reading appear to be out of tolerance. The product support engineer provided the customer with the correct revision of the service manual which shows that the air flow accuracy reading is within tolerance and that the unit is performing within specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an air flow accuracy reading that was out of tolerance. There was no patient involvement.